Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness lost due to leaking from the bending section rubber and crack on distal end, scope connector deformed, bending section adhesive detached, forceps channel port dented, grip scratched, universal cord scratched, control unit scratched, suction-cylinder dirty, switch 2 cut, due to wear of angle wire, bending angle in up/down direction did not meet the standard, and connecting tube scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that during inspection of the bronchovideoscope, scope leaking from the bending section rubber, distal end scratched, connecting tube coating peeling, switch 2 scratched and universal cord scratched were observed. Upon inspection and testing of the customer returned device, connecting tube coating was found peeling (1mmsq or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the peeling of the coating on the connecting tube. A review of the device history record found no deviations that could have caused or contributed to this device problem. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was subjected to physical and chemical stresses. With respect to the physical stresses, it is probable that the following occurred: the insertion section interfered with and was rubbed against the mouthpiece. The device was used for procedure while the insertion tube was not smoothly passed through the endotracheal tube. With respect to the chemical stresses, it is probable that the following occurred: non-water-soluble spray-type pharyngeal anesthetic (xylocaine spray, etc.) Was directly sprayed to the insertion section. The device was not reprocessed in accordance with recommended method by olympus. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: "inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube . Compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions.¿ olympus will continue to monitor field performance for this device.